Event description:
It was reported that this implantable cardioverter defibrillator (ICD) began emitting beep tones. Review of remote monitoring data revealed this ICD and right ventricular (rv) defibrillation lead had triggered a red alert due to a high out-of-range shock impedance measurement of 126 ohms. There was no indication of any lead noise on stored events. The clinician decided to increase the out-of-range shock impedance alert value to 150 ohms and continued monitoring, per technical services (ts) recommendation. This ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) began emitting beep tones. Review of remote monitoring data revealed this ICD and right ventricular (rv) defibrillation lead had triggered a red alert due to a high out-of-range shock impedance measurement of 126 ohms. There was no indication of any lead noise on stored events. The clinician decided to increase the out-of-range shock impedance alert value to 150 ohms and continued monitoring, per technical services (ts) recommendation. This ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.